Event description:
Pt was being fed using a pump. 1500 ml of an enteral feeding solution were hung, and the pump was set to deliver at an unknown rate. 1500 ml were delivered through the pt's peg tube over 40 minutes. Following the event, the pt expired. One pt involved.